Manufacturer narrative:
Corrected: d3 product event summary: the introducer was returned and analyzed. The distal seal of the delivery system introducer was damaged. The delivery system introducer sheath was kinked/buckled. Visual analysis of the introducer indicated damage during use. The analyst noted the introducer was returned without the dilator. The sheath of the introducer was kink/buckled at 23.5 cm, extrinsic damage. The distal seal was not lying flat with one edge higher than the other side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of the leadless implantable pulse generator (ipg) the introducer exhibited aspirations of air. The introducer was attempted/not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.